Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the radio frequency programmer heads were not able to work on this programmer, though several were tried. The programmer, radiofrequency (rf) head and analyzer were returned for service. All products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the rf head connector had to be pushed down to interrogate an implantable device. The link electronic module (lem) circuit board was replaced. It was also noted that the screen would not stay up due to the display hinges needing replacement.

Event description:
It was reported that the radio frequency programmer heads were not able to work on this programmer, though several were tried. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.